Event description:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system. It was reported that the rotaflow had no battery storage function and the device immediately shut down during use. The device has been replaced to continue treatment without any negative consequences for the patient. No harm to any person has been reported. Since the device shut down and was replaced during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. This complaint was reported by the customer to china nmpa through the adr online system. It was reported that the rotaflow had no battery storage function and the device immediately shut down during use. The device has been replaced to continue treatment without any negative consequences for the patient. No harm to any person has been reported. Since the device shut down and was replaced during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. The affected rotaflow console with s/n 94176773 will be repaired by a third party company, therefore no specific repair details and no service order could be provided. Therefore, no exact root cause for the reported failure could be determined. However, a similar complaint has previously been investigated by getinge life cycle engineering (lce), and the most probable root cause of the error is that the battery had an increased internal resistance. However, it is not possible to determine the reason why the resistance increased. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2026-07-10 for the period of 2021-05-31 to 2026-07-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2021-05-31. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.4 general precautionary measures during use. If the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.